Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as:2134265-2016-00872, 2134265-2016-00880, 2134265-2016-00879. It was reported that an automatic pullback occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that the motor drive unit experienced an auto pullback issue. The mdu did not auto pullback. The sleds were replaced but the issue remains. The procedure was completed by a manual pull back. No patient complications were reported.